Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the ins was turning on by itself and the patient had a burning sensation. It was also reported that the patient was in pain. The patient took themselves to an emergency hospital. On (B)(6) 2019, alone, the ins turned on five times by itself. There was no trauma or falls reported that could have been related to the issue. The patient had a recent medical test/electromagnetic environmental (emi) exposure. An MRI was done, and these issues had been occurring since that MRI. The MRI was done in (B)(6) of either 2017 or 2018; conflicting dates were reported. It was noted that the MRI could be the cause of the device turning on by itself. The patient also mentioned a cell tower behind their home. They checked with the programmer that the device was off/on. The patient was advised to turn down all settings to zero. They had program a and always turned the device to zero when they were not using it. With assistance from the manufacturer's technical services they used the recharger to turn the ins off as per the patient's request. A short physician recharge mode was done. The patient and a nurse who was in the room were walked through the process. The recharger was placed over the device, and the audio key and green charge key were pressed and held. The 60 minute timer was seen, then the charging screen. When this was done, the patient felt a zap, pulling, and burning. The patient still reported that the ins was on and that they felt the burning sensation. The patient reported what the picture in the top left looked like and seeing no lightning bolt in the ins icon. The patient wanted to know why they were still feeling the burning sensation and stimulation on sensation. The patient was instructed to check the status of the device when they felt like stimulation was on, and to document the date and time, and turn stimulation off again. The device was confirmed to be turned off with assistance from technical services. It was confirmed that the ins did not have the lightning bolt, and it was noted that if the patient was in pain, it was not because the device was turned on. The issue was not resolved as of (B)(6) 2019. It was planned to get a manufacturer representative involved, and to discuss capturing some device reports to look at ins data. The patient was getting referred to the healthcare professional that works with this therapy, and they had an appointment the week following (B)(6) 2019. No surgical intervention occurred. The patient was alive with injury, noting the previously reported symptoms as the injury. The issue occurred during normal use.